Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.